Event description:
The pt never had stimulation sensation reach the correct location. It was reported that the 'wires' and implantable neurostimulator had moved. The device was causing the pt a lot of pain. There were no falls or trauma associated with the event. The implantable neurostimulator had been reprogrammed multiple times. The pt was seen in clinic. After reprogramming, the pt had good stimulation coverage. Her status was reported as 'good'.

Manufacturer narrative:
(B) (4).